Event description:
Emergent c section crna placed epidural catheter inserted and threaded then attempted to instill medication and unable to. Repositioned catheter and patient still unable to push medication. Patient given general anesthesia, during procedure attempted a second insertion and was also unable to push medication. A third kit was opened from a different lot# and the catheter was inserted threaded and medication was delivered without complication.